Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy ii drug eluting stent was advanced for treatment. However, upon tracking the guide catheter, the shaft broke about 40-50cm from the hub. The procedure was completed with a different device and no patient complications were reported.